Manufacturer narrative:
(B)(4).

Event description:
The pt was hospitalized "(B)(6)" due to withdrawal. When the pump was interrogated, it was discovered that the pump was empty. The pt's next refill wasn't scheduled until (B)(6) 2011; no alarm sounded from the pump. The physician refilled the pump, but they did not discuss what further troubleshooting would be done to determine the cause of the incident. It was noted that the same incident happened last year (see MFR's report # 3004209178201100955). The device system was used to deliver baclofen. A follow-up report will be sent if add'l info becomes available.